Event description:
Customer had a fire at customer's house earlier this week and lost all sets from recent order, saved 20. Customer also lost customer's serter. Customer called to report to hbg due to incorrectly inserting manually.